Manufacturer narrative:
This follow-up report is being filed to relay corrected information and evaluation results. Examination of returned device found evidence of product non-conformance. During the evaluation, the material certificate of conformance was reviewed and the material tensile strength does not conform to the specifications found in the print. Parts in-process in the same family were quarantined to verify all parts met specification. The procedure for developing the bill of materials was updated to include verification of material meeting requirements. The procedure for verification of material requirement on print was updated for purchasing specifications.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a nail implant procedure on (B)(6) 2013. During the procedure, the hex driver fractured while releasing the screw. As a result, all fractured fragments were removed from the patient and the procedure was completed with no further complications.